Event description:
The pt's cervical vertebral column was examined using a magnetic resonance system and a "ctl" coil. "Fse" sequence was used. "Rf"-scale o.7. "Sar" 2.03. Pt had reddening of the left upper arm.

Event description:
The pt's cervical vertebral column was examined using a magnetic resonance and a "ctl" coil. "Fse" sequence was used. "Rf"-scale 0.7. "Sar" 2.03. Pt had reddening of the left upper arm.

Manufacturer narrative:
H3. The investigation is not complete. H7. A letter was sent to customers who have eclipse, exp, and accelerator magnetic resonance imaging systems stating the precautions that need to be taken to prevent the possibility of pt burns. The customers are to insure that the pt is kept one inch away from the bore liner by using padding. Conclusions and actions taken: based on this investigation, it has been determined that the probable cause for the reported burns was either localized heating due to local electric fields from the transmit coil or localized heating due to skin-to-skin point contact. The following actions have been taken to prevent further occurrences of these types of burns. Two clinical equipment update letters were sent to the affected sites to inform them of actions that should be taken to avoid mr burns caused by either contact with the bore liner or skin-to-skin point contact. In light of these incidents, the risk analysis for these devices was reviewed and modified. The risk of localized heating was deemed reduced to acceptable levels by using padding to prevent contact with the bore liner or skin-to-skin point contact. Affm kits #383632 and #383705 are being sent to all eclipse, polaris, exp and accelerator sites under the mandatory letters #410 and #411. The sites that reported a mr burn incident received top priority for installation. The kits included: two bore liner pads, two hand pads, two leg/ankle pads, a knee bolster, two types of pt straps, a modified diffuser (kit #383632 only) and user instructions.